Event description:
As reported, the patient had postoperative infection following the implant of perfix plug; the patch will be removed due to infection.

Manufacturer narrative:
As reported, patient had postoperative infection post implant of perfix plug. Based on the information reported, no conclusions can be made as to the degree to which the implant may have contributed to the patient¿s postoperative course. Review of manufacturing records confirms product was manufactured to specification. Postoperative infection is a known inherent risk of surgery and is included as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.